Event description:
I had this procedure done back in 2008, after my third child was born. Immediately I could feel the foreign devise. I went home in tears, although on pain meds I could still feel it. After 3 days recovery and being in strong pain meds my pelvic pain was excruciating! The pain is still there. I have horrible cramping during my period accompanied with back pain. Breast tenderness, irregular periods, cysts, loss of hair, lack of libido, pain during intercourse, hot flashes, night sweats, clouded memory, tingling in all extremities. I am allergic to nickel, doctor didn't tell me it had nickel! (B)(4). Mw5032694 update on (B)(6) 2014: on (B)(6) 2014 I had to have a partial hysterectomy at the age of (B)(6) to remove the essure device. Since the surgery, my adverse reactions or complications I have had in the past are now gone! My back pain is gone, I don't have any breast tenderness, my libido is back, no hot flashes, no night sweats, no more cloudy brain, no more tingling, no more brain zaps, my hair is growing, my nails are growing, I have a ton of energy, I haven't had to use a sleep aid to fall asleep like I have had to do every night for the last five years. I am so glad to be free of essure.